Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that they had two bad sensors and high blood glucose relative to their insulin pump. Customer indicated that their blood glucose went as high as 400. Customer indicated that they may have had bubbles in the tubing and may have resulted in his high blood glucose readings. Customer fixed this issue by priming. No further information was given.